Event description:
It was reported that the health care provider (hcp) had difficulty accessing the reservoir yesterday during refill. On the day of report, the hcp attempted to fill pump but a fluoroscopy had confirmed a flipped pump. The drug was still left in the pump and the patient's dose was lowered by 50%. The hcp was expecting to do revision with the surgeon. The drug delivered via pump was morphine. No further info was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Event date is the reported date of diagnosis of flipped pump. Actual onset of flipped pump is unknown. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8591-38, lot # d17698, implanted: (B)(6) 2012, product type accessory.